Event description:
It was reported that pump displayed malfunction alarm code Malf 12 and caller contacted Technical Support for assistance, with no notable events occurring prior to the alarm. There was no adverse impact to the customer¿s blood glucose level. Technical Support provided pump reset information, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.